Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the benchmark 6f 071 delivery catheter (benchmark dc) was cracked and broken at or near the hub upon removal from its packaging. The broken benchmark dc was found prior to use and was not used for the procedure. The procedure continued using a new neuron delivery catheter 070.

Manufacturer narrative:
Correction to section corrected from "yes" to no. Correction to section: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the hospital disposed of the device. Conclusion code was added. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.